Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Review of the event history log identified the iipv event. The cause was determined to be a false empty detect and use error of inappropriately programming the initial drain alarm setting. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 13:45:31. During night drain cycle one, the patient's ultrafiltration reading was 638ml, indicating the home patient (hp) drained 638ml more than their maximum programmed fill volume of 100ml. No additional information is available.